Event description:
On (B)(6) 2015, I was going on vacation. Since I couldn'take both a wheelchair and walker, I thought this product would be a perfect solution since I am unable to walk or stand very long. However on a transport chair I found it to be very unsafe when on rough sidewalks, going up and down curve, and raised door sills, plus any bumps. Unfortunately when I was being pushed on a very rough sidewalk, I became aware that I was going to fall out of chair so I tried to prevent it, I held onto the arms so hard that the rubber sleeve on right arm rest split almost all the way. I flew out of chair, cut my head open (which bled profusely) and ruined the top I was wearing, bruised my right arm and hurt my right leg. I am (B)(6) and did not need that to happen to me. I am having a...rest of my life. Upon my return I called the company to inform them what had happened. I talked to a woman named (B)(6). She told me to send it back. They would tell (B)(6) to pick it up. I heard nothing from (B)(6) so after a few days I called again and was told they did not know who (B)(6) was since they have several locations. I was told I needed to talk to (B)(6) and was transferred to her phone. She told me I would receive a shipping label so I would not have to pay for shipping it back. Was told to call (B)(6) to have it picked up, which I did. She also said if I had any medical expenses, they would pay for them. They credited my credit card for (B)(6) to pay back the shipping charges. I have not received my new credit card to see if they gave me credit for what I paid for the merchandise. I suggested that they should add a seatbelt. She thanked me for the suggestion and it would be passed on and there would be an investigation. The reason I am reporting it to you is I received their new catalog and nothing has been done to make it safer. My case coordinator advised I should report it to you. I am enclosing a picture of the product so you can see there is not seatbelt, the seat was padded but is slippery, as well as how easy it is for feet to slip off footrest. I feel it is unsafe as a transport chair and should not be sold as such until they make it safer.